Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Rotary flow valve is faulty, causing the tidal volume control knob to move out of position. After repairing the faulty device it passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
Oracle ro (B)(4): tidal volume knob not working.